Manufacturer narrative:
(B)(4). A lens work order search was performed and there were no similar complaints found within the work order. Based on the complaint history and work order search, we were unable to determine a specific root cause of this event. (B)(4).

Manufacturer narrative:
(B)(4). Medical review. Review of this file indicates that the lens was exchanged 2 months after it was initially implanted because of a calculation issue. Since pre-operative measurements (i.e. A-scan, k reading, manifest refraction) are unavailable, it is not possible to determine if there was a miscalculation on the surgeon's part. (B)(4).

Manufacturer narrative:
Method: device history review. Results: based on the investigation and the medical review, nothing in the manufacturing, packaging or shipping was found to be the root cause of this complaint. It is highly unlikely that the lens was the incorrect diopter since the diopter verification was successfully completed and all lenses in the work order were accounted for. It is most likely that the issue was due to inaccurate measurement of k readings at the facility and in turn an error in the iol calculation. Conclusion: based on the complaint history, work order search, medical and device history review, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was the reported that the aa4203tl silicone single piece lens was implanted, removed and discarded due to a calculation issue. Lens was replaced with another toric lens. Additional information was requested but not yet forthcoming. If any additional information is obtained, a supplemental medwatch form will be submitted.